Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Co rep evaluated the system. A loaner display was provided. Customer returned the display to the co for repair.